Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states during the removal procedure, the catheter broke in half while still in the pt. The customer states the one end of the catheter went deeper into the vein. The surgeon was able to remove the catheter with forceps.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.